Manufacturer narrative:
The device was returned to olympus for inspection. The image of the gastrointestinal videoscope had a vertical line. Based on the results of the investigation, the probable root cause is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the image of the gastrointestinal videoscope had a vertical line. There was no patient involvement.